Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove the aus. However, when attempting to implant a new device, the urethra was injured, and consequently, the procedure was cancelled. No additional patient complications were reported.